Event description:
The pt stated that, he observed a "77" displayed on the screen of his infusion device. He conveyed that the infusion device had been in normal run mode and he was not programming the device or executing a function prior to his observation. During troubleshooting with a co rep, it was determined that he had been using a power pack affected by the recall. The length of time the power pack had been in use was not provided. He was away from his home at the time, but stated that he had a corrected power pack at home that he would replace the current power pack with once he arrived. He was advised to properly dispose of all power packs affected by the recall and begin using only corrected power packs. He did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for evaluation.

Manufacturer narrative:
No prod will be returned for evaluation.